Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as insulin pump had no delivery alarm and customer pulled out the infusion set noticed that the cannula was bent. The customer¿s high blood glucose level was 431 mg/dl and customer treated with a manual injection. The customer was assist with troubleshooting. The insulin pump will not be returned for analysis.